Event description:
The patient's wife reported that the patient passed away on (B)(6) 2026. There was no indication that the santyl played any role in the patient's death. Diagnosis for use: l89.620 pressure ulcer of left heel.